Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker and the right ventricular (rv) lead exhibited a high capture threshold and a loss of capture. The loss of capture was confirmed by device interrogation. The device threshold and configuration were reprogrammed. After reprogramming, intermittent loss of capture was observed. The device was reprogrammed again, and no further loss capture was observed. It was noted impedance was stable and the patient's metabolism changed due to an infection that was unrelated to the device. Also, it was reported the patient was hospitalized due to a fall. The chief complaint was abdominal cramping. Technical services (ts) confirmed that it couldn't be ruled out that the patient experienced syncope due to the loss of capture and subsequently fell. The physician noted they are waiting to revise the device once the patient's infection clears. This pacemaker remains in service. No additional adverse patient effects were reported.